Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that he had urinary incontinence, bowel issue. The healthcare provider (hcp) was trying to figure out what to do and was checking on him for everything. He was seeing two urologists and primary hcp. The urologist for his interstim device suggested that he dilute the medication in the pump. He would not like the dose decreased since now he is not in the pain he used to have and he does not want his pain to return. Patient stated that he thinks his doctor lowered the dose to where he can¿t go any lower. He might have raised the dose but he can¿t remember. He remembered that during the trial the morphine made him itch. Patient stated that he turned the trial pump off and the next day they lowered the morphine dose and that resolved the issue. He thought that perhaps that may have been why they decreased his implanted pump dose at one point but patient could not remember. Patient stated it might have been that his pain level went up and they raised his dose. He could not remember. He had noticed that when he walks it isn¿t great, not normal and that he had to be careful. Patient states that perhaps the morphine was affecting his urinary and walking function. The change in symptom was considered gradual. Follow-up from the patient indicated that the patient's urologist had conducted a urodynamics test which showed that the patient's bladder was only emptying half way. The patient stated that this could be contributing to his utis. The patient reported that he was just at the hospital with a uti and a temperature of 101 on (B)(6) 2016 and at this time the patient was started on cipro again. According to the patient, this was the third trip to the hospital and a culture is currently being tested. The patient also stated that his bowel issues started after placement of his pain pump. The patient stated that he is not sure if his stimulation system is adjusted properly and has moved it to different programs, but notices little difference. The patient is working with his healthcare provider to resolve these issues. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.